Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the stent failed to deploy and it was noted that there was a kink at the proximal end of the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of stent damaged. The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.    A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.